Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer's blood glucose was displayed as "high" on the continuous glucose monitor (cgm). Specific value was not provided. A correction bolus was delivered to address bg. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.